Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient pushed up his buttocks while being bedded. During this maneuver the flow on the right ventricular assist device (rvad) suddenly dropped to zero. The hospital exchanged the controller as a first step without any effect. A transthoracic echocardiogram (tte) was performed and looked ok. A computed tomography (CT) angiography was performed and showed no issues with the outflow graft. The log file evaluation confirmed the zero flow. The sudden flow drop appeared at 1:05 at night. It was associated with a slight pulsatility index (pi) increase. Since the event, the power consumption of the pump dropped about 1 watt and the rotor displacement increased about 25m compared to the prior to the event. The rvad pump was exchanged on (B)(6) 2021.

Event description:
The hospital exchanged the pump due to suspected thrombus. The patient was ongoing according to the current information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an ingested, occlusive deposition in the eye of the rotor that would have contributed to the report of low flow alarms with the flow going down to zero. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the rotor revealed an occlusive, red, tissue-like thrombus seated within the eye of the rotor. Although the deposition within the rotor was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. Additionally, this deposition would have contributed to the decrease in flow observed in the submitted and retrieved log files, due to the occlusion of the eye of the rotor. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Further examination of the remaining blood-contacting surfaces revealed no other developed depositions or thrombus formations that would have contributed to a flow or functional issue. The submitted and downloaded log files contained data from (B)(6) 2021 through (B)(6) 2021. The pump flow decreased to 0.0 liters per minute (lpm) by (B)(6) 2021, where it remained until the patient received a controller exchange. Following the controller exchange, the pump flow remained at 0.0 lpm until the pump was explanted. The low flow hazard alarms were also active while the pump flow was captured at 0.0 lpm. There were no other atypical events or left ventricular assist device (lvad) faults captured in the log files. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists thromboembolism as a potential late postimplant complication. Section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. It was reported that the heartmate 3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the heartmate 3 for approved use as an lvad. No further information was provided. The manufacturer is closing the file on this event.